Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they were in the hospital because of a fainting spell and "passed out" the day prior. The patient stated that "they showed a tachycardia or something in my heart thing". Additionally, the patient mentioned the physician that implanted the cardiac resynchronization therapy defibrillator (crt-d) said one of the leads was not placed right in their "first one" and when the patient fainted, the defibrillation "did not go off". The patient also stated the left ventricular (lv) lead was not placed properly so instead of going in to reconnect the lead, "it was hard for them to sync between the right ventricular (rv) lead and the lv lead". In addition, the patient said that when they were in the hospital, the staff told them that the reason they fainted was because of atrial fibrillation (af) and that their device should have gone off. The crt-d remains in use. No further patient complications have been reported as a result of this event.